Event description:
It was reported that the user experienced a nocturnal hypoglycemic event while using the ilet system, awoke with low blood glucose, treated with oral carbohydrates (apple and peanut butter), and subsequently collapsed to the ground while remaining conscious before taking additional carbohydrates. Symptoms included hypoglycemia with weakness and a fall without loss of consciousness. Outcomes included resolution at home without emergency care or hospitalization, and the user sought guidance for managing insulin during an upcoming fasting period for a medical procedure. Investigation included complaint intake, user education on hypoglycemia recognition and treatment, and troubleshooting for insulin and carbohydrate management. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event given the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.